Event description:
A customer contacted beckman coulter inc. (Bec) stating that they observed a puddle by the closed tube sampling system (cts) in the unicel dxc 800 pro synchron clinical system. Per customer, the leak did not appear to be autogloss, it appeared to be wash. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and disassembled the cts wash block and found several clogged areas in the waste elbow, fitting and valve. Fse cleaned all parts and vacuum lines. The instrument was primed 20 times and all results passed. Repair was verified per established procedures. (B)(4).